Manufacturer narrative:
Complaint (B)(4). Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The hcp reported injecting a patient with 0.5ml of evolysse form at the vermillion border in the lips. Approximately 3 days post injection the patient had an asymmetrical upper lip and lumps inside the lips. The hcp attempted to dissolve the filler however; the issue is not fully corrected. Safety database reference number (B)(4).